Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat dysphasia performed on (B)(6) 2025. During the procedure, the nurse inflated the device to 20 mm (6 atm) and maintained pressure, the balloon burst, and the water popped out. It was reported that no piece of the balloon detached and fell into the patient. The procedure was completed with the original cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.